Event description:
Patient additionally reported that they experienced ¿seroma-late and capsular contracture baker iii (hardened breast, the prosthesis can be easily palpated and its distortion visible", ¿more noticeable folds on the right implant¿ and ¿bilateral peri implant fluid which may be associated with a mild inflammatory process¿. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "implant is ruptured" and "feeling shortness of breath, but patient does not know if it is caused by anxious due to the news or due to implant." Device remains implanted.